Event description:
(B)(4) received a call on 01/15/2016 reporting a medical intervention that occurred on (B)(6) 2016 around 12am. Patient ((B)(6)) called in stating her meter was giving her readings all over the place. Patient stated on the day of the event she went to the hospital because after she tested her blood glucose with the prodigy meter she took insulin and then took her blood again and she bottomed out. Patient stated that she was sitting in a chair and could not get up. Patient was displaying symptoms of sweating and slurred speech. Patient stated that she believed that her symptoms were stemming from her blood sugar being too low.the reading on the prodigy meter at the time of the event was 177mg/dl. Paramedics were called. Prior to seeking medical attention, patient drank some orange juice. Patient also took 18 units of novolog prior to seeking medical attention. It was unknown to the patient how much time elapsed between testing with the prodigy meter and the arrival of the paramedics. Paramedics tested patient's blood glucose upon arrival with a result of around 53mg/dl. Paramedics treated patient with glucose gel and orange juice with sugar added. Patient was transported to ER by paramedics. Patient was treated by ER with food and plenty of orange juice along with an IV (unknown type). Patient stated she does not recall what her glucose reading was upon arrival at ER and that her glucose was not checked prior to discharge. (B)(4) sent replacement and prepaid evenlope requestin return of suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00008 to submit investigation results from the manufacturer for the suspect device. (B)(4).

Event description:
This is a supplemental report to supplemental report 3008789114-2016-00004-1 which is a supplemental report to initial report 3008789114-2016-00004 to correct the referenced report number. The referenced report number in supplemental report # 3008789114-2016-00004-1 should be 3008789114-2016-00004; 3008789114-2016-00008 is incorrect.